Manufacturer narrative:
Investigation results: a partially deployed wallflex ¿ biliary stent and delivery system was returned for analysis. Visual evaluation found that the outer sheath was kinked, and the inner shaft was kinked and was found exiting the guidewire access sheath. Functional evaluation found the stent could be manually deployed. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages on the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was to be used in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) placement procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician encountered a lot of resistance when attempting to deploy the stent. After multiple attempts to release the stent, the inner shaft kinked out of the guidewire access port. It was reported that the stent was not fully constrained on the delivery system when removed from the patient (partially deployed). The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary fully covered rmv stent was to be used in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) placement procedure performed on (B)(6) 2017. Reportedly, patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician encountered a lot of resistance when attempting to deploy the stent. After multiple attempts to release the stent, the inner shaft kinked out of the guidewire access port. It was reported that the stent was not fully constrained on the delivery system when removed from the patient (partially deployed). The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿ok.¿